Event description:
Boston scientific, flexiva trac tip 200, ho/nd yag laser fiber threaded connection would not engage the lumenis holmium laser. The laser was indicating that the fiber was not connected. A subsequent "like" fiber was then opened and utilized without issue.